Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the 25mm amplatzer amulet was successfully implanted with no partial recaptures. After procedure, it was reported the patient presented with pericardial effusion and a pericardiocentesis procedure was performed. Based on the information received, the cause of the reported event appears to be related to procedural conditions.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, it was reported the amulet was partially recaptured twice. It was reported the 28mm amplatzer amulet was mis-sized for the patient and too large for the left atrial appendage. A decision was made to remove the 28mm amulet and replace with a 25mm amplatzer amulet left atrial appendage occluder. The 25mm amplatzer amulet was successfully implanted with no partial recaptures. It was reported the patient's activated clotting time levels were in the target zone per the instructions for use (IFU). After procedure, it was reported the patient presented with pericardial effusion and a pericardiocentesis procedure was performed. The patient status was reported as stable.